Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 53-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the distal portion of the catheter sleeve plastic ring became disconnected from the hub that secured the sleeve. The catheter sleeve detached from its securement, leaving the catheter exposed. Medical staff noticed after turning the patient but were unclear when it had occurred. Medical staff then resecured the catheter sleeve with tegaderm. No patient harm has been reported.

Manufacturer narrative:
The investigation for the product damage has been completed. After patient repositioning, the distal portion of the sterile sleeve was noticed to be rippped/disconnected from the distal hub. The team used tegaderm to resecure the sleeve and the complication was not mentioned again for the remainder of the case. Data logs are not relevant to the failure mode. Returned product was inspected and there were clear indications that the sterile sleeve had separated from both the distal and proximal hubs and then re-adhered with tegaderm. The root cause of the sterile sleeve rip was determined to be a use issue during patient movement.